Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization in the gastric artery using ruby coils. During the procedure, the physician decided to withdraw a ruby coil and met resistance. The physician then went to deploy the ruby coil; however, resistance was still met. The pusher became kinked while advancing the ruby coil against resistance. The physician attempted to straighten the pusher wire and it became fractured, which caused the ruby coil to unintentional detach while still in a microcatheter. The microcatheter was removed with the detached ruby coil in it. New ruby coils were used to complete the procedure. There was no report of an adverse effect on the patient.

Event description:
The patient was undergoing a coil embolization in the gastric artery using ruby coils. During the procedure, the physician decided to withdraw a ruby coil and met resistance. The physician then went to deploy the ruby coil; however, resistance was still met. The pusher became kinked while advancing the ruby coil against resistance. The physician attempted to straighten the pusher wire and it became fractured, which caused the ruby coil to unintentional detach while still in a microcatheter. The microcatheter was removed with the detached ruby coil in it. New ruby coils were used to complete the procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the ruby coil pusher assembly was kinked in multiple locations along the hypo-tube shaft and fractured at the proximal end. The coil was detached from the pusher assembly and damaged. The pet lock at the proximal end of the pusher assembly was broken, as expected when the coil is properly detached. Conclusion: the compliant has been evaluated. The complaint indicates that while repositioning the coil resistance was felt. In the attempt to re-deliver to coil to see if it was knotted, more resistance was felt and the pusher kinked. During an attempt to straighten the kink in the pusher assembly, the pusher assembly fractured and the coil unintentionally detached in the microcatheter. Evaluation of the returned product confirmed that the coil was not attached to the pusher assembly. The pusher assembly was kinked in multiple locations along the hypo-tube shaft. The pusher assembly was also fractured at the proximal end. The pet lock was broken and the entire pull wire was missing from the pusher assembly. The condition of the returned device is not consistent with the description of the event. When a coil detached unintentionally, the pet lock should still be attached. Based on the description of the event, it appears that the coil was detached due to the fracture in the pusher assembly which caused retraction of the pull wire and released the coil however; the additional damage to the device cannot be explained. The cause of the resistance felt when repositioning the coil may have been related to initial coil placement within the existing coil mass however, the exact root cause of this resistance is unknown. There is no indication of a device malfunction. The kinks in the non-penumbra microcatheter appear to be related to handling during packaging for return. According to their specifications, these devices are dimensionally compatible. The ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.